Event description:
It was reported that a surgeon experienced difficulty removing a connecting screw from a tibial nail at the completion of an operation to set a broken tibia. The screw was inside of the insertion handle while it was being removed from the nail. An ¿unreasonable amount of force¿ was required to remove the screw. The procedure was completed successfully with no patient harm reported. A surgical delay of five (5) minutes was noted. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted or explanted. Complainant part is expected to be returned for manufacturing review/investigation, but has yet to be received. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional manufacturing date: march 03, 2014. A review of the device history records was completed: orchid unique manufactured the cannulated connecting screw for percutaneous instruments for nails ¿ ex, part number 03.010.404, lot u164433. The supplier¿s certificate of compliance indicated the lot conformed to specifications. The lot was inspected and conformed to the synthes incoming final inspection sheet. There were no material review reports, non-conformance reports, or complaint-related issues that would contribute to this complaint condition. A manufacturing review was performed: three devices were returned intact with minimal damage consistent with regular use. The cause of the complaint condition for the 03.010.404 lot number u164433 -- cannulated connecting screw for percutaneous instruments was unable to be determined. This complaint is not a result of any design related deficiency. No product design issue was identified on the returned complaint devices and the complaint condition could not be replicated. No damage was present that would indicate a design or manufacture issue. A visual inspection, functional test, DHR, and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.